Event description:
Pt presented to the emergency dept with episodes of syncope. The ventricular lead of pacemaker was apparently not capturing, resulting in long pauses. The pt was taken to surgery where both the ventricular lead and the pacemakers generator needed to be replaced. The generator should not have been at the end of its lifespan. Medtronic has provided details about the explanted products in a separate report to medwatch.